Manufacturer narrative:
Additional information: it was reported during follow up that the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain. The breach in aseptic technique was further described as the patient made an unspecified mistake. The patient was hospitalized on the same day as the onset. The patient was treated with imipenem injection (1 gm, intraperitoneal and frequency was not reported) and amikacin injection (100 mg, intraperitoneal and frequency was not reported) for peritonitis. At the time of this report, the patient has been discharged from the hospital, was recovering from the event and pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.